Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing of noise was seen on the iegms. X-ray revealed an insulation breach just below the svc coil. The lead was capped.